Event description:
Information was received from a healthcare professional (hcp) in the emergency room (ER) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The caller reported that the patient sneezed last night and felt paresthesia from their right upper extremities down to their right leg. The patient programmer showed the recharger stimulator icon so it was suggested that the caller charge the device. The caller was provided with a number to have a local manufacture representative (rep) paged. This was a sudden change in therapy/symptoms. No further complications were reported/are anticipated.